Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a deformed lead body was noted 20.5 cm distal to the df4 connector pin which most likely resulted from a tight suture. A cut with blood infiltration was noted in this region. Blood had also penetrated the bore of the df4 connector pin and the inner lumen of the lead. These blood residuals were presumably introduced by means of stylets used during the surgery. Due to the dried blood inside the lead, a stylet could not be introduced during the mechanical analysis. The df4 connector pin was also inspected but did not show any peculiarities. In the course of the electrical analysis all parameters were within the technical specifications. No short cuts or conductor fractures were measurable. Although the lead was thoroughly analysed, no deviations were noted, which can be considered to be the root cause of the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead was explanted approx. 36 months after implantation due to oversensing with inappropriate shocks.